Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was stable. During explant due to infection the lead was fractured. The tip of the lead could not be removed stayed implanted.